Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the physician implanted a lead for a trial procedure. The patient reported pain at the incision site and requested that the lead be explanted. The lead was explanted.